Manufacturer narrative:
Technician found the bed in bed shop. Problem: no head function due to stuck valves. Replaced stuck valves to resolve this issue.

Event description:
Facility requested service technician to make repairs to this bed due to issue with the hydraulics. No further description of issue. No pt impact.